Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer keeps getting lost sensor alarms after multiple sensor changes. The customer's blood glucose was 128 mg/dl. It was discovered that the wrong transmitter ID was programmed in the insulin pump. Assistance was provided to program the correct ID and the customer was advised that this was causing the transmitter not communicating with the insulin pump. Also, upon inspection the customer stated that the serial number of the transmitter did not match what was on the insulin pump. The customer programmed the transmitter ID in the insulin pump so it would match the serial number of the transmitter. The customer was advised that the transmitter was out of warranty. Nothing further was reported.